Manufacturer narrative:
H6 - device codes: updated from detachment of device or device component to material integrity problem. E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k142259, k163701.

Event description:
It was reported that tip fracture occurred. A direxion hi-flo microcatheter was selected for transcatheter arterial chemoembolization (tace). During the procedure, it was noted that the entire tip was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6). G4 - premarket / 510(k) #: k142259, k163701. Device evaluated by MFR: the direxion microcatheter was returned to our post market quality assurance laboratory. During visual inspection it was found that the catheter was separated at the hub. Inspection of the remainder of the device presented no other damage or irregularities. The site provided a photo. The photo submitted revealed a complete separation of the shaft from the hub.

Event description:
It was reported that tip fracture occurred. A direxion hi-flo microcatheter was selected for transcatheter arterial chemoembolization (tace). During the procedure, it was noted that the entire tip was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that tip fracture occurred. A direxion hi-flo microcatheter was selected for transcatheter arterial chemoembolization (tace). During the procedure, it was noted that the entire tip was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6). G4 - premarket / 510(k) #: k142259, k163701.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k142259, k163701. Device evaluated by MFR: the direxion microcatheter was returned to our post market quality assurance laboratory. During visual inspection it was found that the catheter was separated at the hub. Inspection of the remainder of the device presented no other damage or irregularities. The site provided a photo. The photo submitted revealed a complete separation of the shaft from the hub.

Event description:
It was reported that tip fracture occurred. A direxion hi-flo microcatheter was selected for transcatheter arterial chemoembolization (tace). During the procedure, it was noted that the entire tip was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.